Event description:
The customer reported a failed dx pads failure. There was no pt involvement.

Manufacturer narrative:
(B)(4): the customer reported a failed dx pads failure. There was no pt involvement. The device was evaluated by a philips rep. The reported symptom was confirmed. The issue was isolated to the therapy pca. The therapy pca was replaced to resolve the issue. The device the passed all required testing and remains at the customer site for use. This was a malfunction of the therapy pca. Replacement of the therapy pca resolved the issue.